Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a check clutch/plunger error. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation showed the device was in used condition. The reported travel coarse error-check clutch/lever error was duplicated during occlusion testing due to worn out clutches, which were replaced.